Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had insulin flow blocked alarm. The customer had high blood glucose level of 400 mg/dl. The customer's blood glucose was 380 mg/dl. The customer's current blood glucose was 349 mg/dl. The customer also reported bent cannula and serter issues. The customer declined to troubleshoot for high blood glucose. The device will not be returned and reservoir will be returned for analysis.